Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolism occurred. The lesion being treated was located in the left anterior descending (lad) artery. A 2.50x12mm taxus express2 drug eluting stent fell off during insertion into the sheath. The procedure was completed by predilating with a maverick 2 balloon and crossing with another 2.50x12mm taxus express2 drug eluting stent. No patient complications were reported. Patient status reported as "ok". Three attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.